Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported there during a generator change, low hv lead impedance was observed. Lead fracture was noted. The lead was successfully explanted and replaced.

Manufacturer narrative:
The lead was returned in four segments. External insulation abrasion was noted at 29.8-31.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 15.6-16.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 20.5-21.0cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance. The reported fracture was not confirmed.